Manufacturer narrative:
Other relevant device(s) are: product ID: 9733575, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while preparing for a spinal fusion, the navigation system displayed an issue with the polaris spectra system control unit (scu) appearing. The issue occurred shortly after powering on the navigation system. Restarting the navigation system resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The system control unit (scu) #1 was returned to the manufacturer for analysis. When connected to a known good system the scu was found to have normal function. A check of the event log did not reveal any issues. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer was returned to the manufacturer for analysis. The computer booted normally to the application screen. The spine program and exams loaded without issue. Seatools long test reported no errors. Memtest86 reported no errors. The computer passed hard drive testing on 22-may-2017. The computer system passed systest and all required testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned system control unit (scu) #2 found that the reported event was related to an electrical issue. When connected to a known good system the scu was not able to establish communication with the positioning sensor unit (psu). The event log had recorded past episodes of not being able to establish communication with the psu. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database. Due to continuing communication issues with the navigation system components, the entire navigation system was replaced and the site is using a backup navigation system. The suspect system has not been received by the manufacturer for evaluation.

Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacturer for analysis. When connected to a test system the psu performed as expected with no communication issues. A check of the event log did not reveal any events. The psu passed an accuracy test. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The system control unit (scu) to psu cable was returned to the manufacturer for analysis. The returned cable was found to be in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The vendor investigation results of the returned scu#2 confirmed the previous findings that the reported event was related to an electrical issue. The scu would not power on the camera due to a shorted out component on the main board. The reported event was confirmed.